Event description:
It was reported to philips that the system c-arm could not rotate. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency coronary angiography procedure was continued by using the c arm in the upright position and no patient or user harm has been reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the system c-arm could not rotate. Upon functional testing, fse analysed the logfile and found control module was defective. Fse replaced the control module and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency coronary angiography procedure was continued by using the c arm in the upright position and no patient or user harm has been reported. The philips field service engineer (fse) inspected the system onsite and confirmed that the system c-arm could not rotate. Upon functional testing, fse analysed the logfile and found control module was defective. Fse replaced the control module and reloaded the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The reporting address line 1 and reporting address city have been updated.